Event description:
Additional information revealed that the ipg was explanted. The wound has reportedly healed.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had fell and hit their ipg site, resulting in drainage at the ipg site. Patient is currently on antibiotics and is being seen by physician, who believes the drainage to be an infection and thus changed the antibiotic being given.